Event description:
The polytetrafluoroethylene coating on the guidewire was noted to be peeling on the proximal portion of the stent where the torque device was attached. The guide wire was replaced and the procedure completed with a different device. The pt is reported to be fine.